Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "2 weeks ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the adc freestyle libre sensor detached from the adhesive after 7 days of wear. Customer further reported she was unable to test and experienced "dehydration and feeling sick". Customer was seen at the hospital where she was diagnosed with diabetic ketoacidosis and treated with insulin shot, half bag of fluid "insulin type" and antibiotics by hcp. There was no report of death or permanent injury associated with this event.